Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with an "alarm f94" was confirmed in the sample evaluation. The cause of the 94 alarm was a defective main battery. The main battery was replaced to fix the problem.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
On (B)(6) 2012 the customer reported a flogard pump with an alarm f94. It is unknown when this event occurred. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.